Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated at about 1:00pm, they walked into the veteran¿s health center and that is all he could remember and woke up in the hospital. He was informed that while at the veteran¿s health center that he collapsed and was unresponsive. The nurse on staff at the time checked the dexcom and it was displaying 184 mg/dl and when she tested his finger stick, the bg meter was reading 48 mg/dl. The patient was then rushed to the hospital via ambulance and was administered liquid glucose. The patient was admitted to the hospital and was under observation until his sugars were in normal range. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.